Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the last adjustment was made at the doctor's office on (B)(6) 2026, and was set on program 6 at 1.3, but they were still experiencing incontinence, and whenever they feel the urge to go, they should go. Caller stated that sometimes they were sitting down, and will have leakage, and during the night they would wake up completely soaked. Caller also stated that the incontinence had continued, and since the adjustment it had gotten worse or not improved at all. They stated that the patient was waking up 4 to 5 days a week soaked, and at night time, they don't have a feeling to go. They also mentioned that after the implant, it seemed that they have control over the leakage, and added that during the day they may be sitting down a long time and may have light leakage, but not soaked, but after the last adjustment it seemed to have gotten worse. The patient is wetting through their pull up or short, and 70-80% at a time during the night they were having severe leakage, and doesn't feel the urge to go. Caller reiterated that during the night time, that's when they were soaked. They went with a complaint last march that they were still having incontinence at night, and still experiencing increased incontinence without feeling the urge to go. Agent walked them through connecting to the ins and reviewed changing programs. They were able to connect, change programs and increase the stimulation to a comfortable level on the bike seat area. Agent recommended them to monitor their symptoms and redirected to the doctor if it persists. They called back said that just noticed when connected that the setting was at 0.6 not 0.5 and wanted to call that in as they thought that during the call, it was at 0.5. Caller said they take pictures of screen and shows to the doctor at follow up appointments.